Event description:
A caller reported experiencing a tandem mobi cartridge alarm, which occurred during the loading process. There was no adverse impact on the customer's blood glucose level. The customer was instructed to remove the cartridge and deliver a bolus, which completed successfully. Despite subsequent alarms, they discovered that tubing was clogged with dried blood, prompting them to replace it. Afterward, the customer successfully reloaded the cartridge and resumed insulin therapy, resolving the issue.